Event description:
It was reported to medtronic neurosurgery that a pt was experiencing frequent, spontaneous changes of pressure settings. According to the report, an elective revision surgery was planned to remove the valve, however acute obstruction of the shunt system necessitated its removal beforehand.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No injury to the pt was reported.